Event description:
It was reported to philips that the heartstart xl defibrillator pads connect alarm would go on and off during use, even when the pads were properly affixed. There was no negative patient impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.